Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)pump abruptly shut down. The patient was placed on the pump in the cvor. The staff was transferring the patient to the ICU when the pump abruptly shut down. The screen went black. The nurse stated that 5/5 of one battery lights were green and 4/5 of the other were green. Another available pump was retrieved and the patient was switched over to it. The patient was hemodynamically unstable and coded. The staff immediately transported the patient back to the cvor, where they placed her on life support. The patient was then transported to the ICU. The balloon pump was sent to the hospital biomed department. At the time the nurse contacted me the patient was alive, but doing poorly.

Manufacturer narrative:
Corrected field - d4 (serial#), e3, e1(initial reporter and email), g2 updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and no problem was found by the fse. The fse could not duplicate. Exorcised unit to no fail. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The fse later reported that the power slot interface was replaced as preventive.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Due to character limitation in block e1: full event site name: (B)(6) hospital.

Event description:
N/a.

Manufacturer narrative:
Update fields: b4, b7, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h11 corrected fields: d4 (UDI #), h4 (manufacture date): 2020-06-19 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and no problem was found by the fse. The fse could not duplicate. Exorcised unit to no fail. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The fse later reported that the power slot interface was replaced as preventive. The failure analysis and testing department received the sub-assembly power slot interface serial number: n/a with a reported unit failure of sudden shutdown.the sub-assembly parts are: shielded cable, howdy cable, howdy cable, swemco pcba power slot interface. The fat dept. Performed a visual inspection of all parts received and found that they are all in good condition. The failure analysis and testing dept department installed a shielded cable, howdy (two cables) and swemco pcba power slot in the cardiosave and tested jointly and separately to factory specifications per procedure. The failure analysis and testing department repeated the test more than three times and could not replicate the reported failure of sudden shutdown. The root cause selection for this investigation will be ¿impossible to define¿ because the department is not able to troubleshoot this part to the component level to determine the root cause of the failure. Sending the pcba power slot interface to the supplier for further analysis per procedure. Retaining the cable and cables howdy (two cables) in fat dept. Per procedure. Failure analysis received from the supplier. They stated: 1. Perform visual check result: no abnormalities found. 2. Board was re-tested at fct result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. No failure was confirmed for this part. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.